Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately tortuous, moderately calcified right coronary artery. During prep, negative was pulled on a 3x8mm trek balloon dilatation catheter (bdc), and the device was noted to be leaking. Then, the balloon was attempted to be inflated but failed to do so. The device was not used and there was no patient involvement. A new same size trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Additional information indicates that this event is a duplicate of (B)(4). The final investigation will be concluded on a follow-up report from MFR # (B)(4).